Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4). On behalf of the importer (B)(4). When reviewing similar reportable events, we found some cases with similar fault description (slipping out of the sling or from the footplate resulting in fall/injuries), which were found to mainly related to use error. The trend observed for reportable complaints with this failure mode on sara plus is considered to be low and stable. We were not able to find a deficiency with the device. This means that the lifting system was up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. As part of the information received for this event, we were informed of that the sling chest strap that is meant as a helping feature to hold the sling in place on the body, was indicated to have become damaged at its fixations. From our investigation, we have come to find that this damage was a consequence of and not cause for-the event. In other words, it appears the sling was up to specification at the time of the event. From our evaluation, it appears a number-of use errors caused the event. The most relevant use error being a failure to properly use lift cord ropes: it is stated in the instruction for use (kkx52180m-en issue 2): important: always check that the sling adjustment cords are fully in position and locked before and during the commencement of the lifting cycle, and in tension as the patients' weight is gradually taken up." 'When the patient is seated in the new position, and you wish to remove the sling. Pull each cord up from the locking cleats and slacken the cords sufficiently to release the loop lock fitting, then remove the cords from the sling.' We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be an use error since the received information and our evaluation as described above are showing that if the safety warnings present in the instructions for use to correctly use the device are followed, it appears very unlikely that there will be any patient or caregiver risk.

Event description:
(B)(4).